Manufacturer narrative:
Age of time of event: 18 years or older. (B)(6). (B)(4).

Event description:
Same case as 2134265-2014-02069. It was reported that a guidewire fracture occurred. A 330cm rotawire and a 1.75mm rotalink burr were selected for use in a rotational atherectomy procedure. Vascular access was obtained via a radial artery. The target lesion was located in the left anterior descending artery. During the procedure, the system was connected and the burr was tested while outside the patient. The rotawire became fractured and damage to the tip of the burr was noted. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. During visual and tactile inspection the returned device has fractured in two section. It was also observed, that there was a body kink in the proximal section approximately 79.9cm and the distal section approximately at 3.1cm. In addition it was also noted that the spring tip was bent. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The results came back with: failure on both failure sites was produced by mechanical wear wire reduction followed by a tension/torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2014-02069. It was reported that a guidewire fracture occurred. A 330cm rotawire and a 1.75mm rotalink¿ burr were selected for use in a rotational atherectomy procedure. Vascular access was obtained via a radial artery. The target lesion was located in the left anterior descending artery. During the procedure, the system was connected and the burr was tested while outside the patient. The rotawire became fractured and damage to the tip of the burr was noted. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.